Event description:
Rptr complains of breast pain, tmj, poor sleep, dry skin, swelling of fingers and hands, photophobia, cold intolerance, difficulty chewing, constipation, bladder prolapse, capsular contractures, breast scarring, foreign body giant cells, implant site infection, breast deformities, thyroid nodules, breast implant displacement, glaucoma, premature menopause, osteoporosis, arthritis in hands, joint swelling, pain, stiffness left ankle, hardening of skin around implants, muscle fatigue in chest, breast tenderness, fatigue, general aching/stiffness, coldness and pain of extremities, visible implant wrinkles, implant asymmetry. (Also see 1004044.)